Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure (B)(6) 2006 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of posterior mesh, rectocele repair, colpoperineorrhaphy, cystourethroscopy, bladder biopsy on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02955. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent an adhesive lysis on (B)(6) 2008 and an exploratory laparotomy on (B)(6) 2010

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with lysis of adhesions due to dyspareunia. It was reported that the patient underwent mesh revision/removal and hemorrhoidectomy on (B)(6) 2013 due to pelvic pain, complication of vaginal mesh, and hemorrhoids. No additional information was provided.